Event description:
It was reported that the patient was in supra ventricular tachycardia (svt) and had intermittent loss of atrial sensing. Also, the discriminator failed to withhold therapy and the patient received inappropriate shock. The device and the lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead implanted: (B)(6) 2013; 1258t86 st. Jude lead, implanted: (B)(6) 2013. (B)(4).